Manufacturer narrative:
H3. Hardware analysis of bi71000424 determined that visual inspection confirmed missing hardware. The dongle was not on the returned assembly, the handle that locks/secures the umbilical cable to the system was missing and the standoffs that hold the dongle connector in place were missing. D10 updated: lot number of bi71000424 is 40214 rev. D. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000152, serial/lot #: none, ubd: unknown, UDI#: unknown. Product ID:(B)(4), serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative visited the site to evaluate the equipment. The rep replaced standoffs and the rear back cover. Codes b01, c07, and d02 are applicable. No other products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system's dongle was noted to not be seated on the system and the inside panel was pushed in a little ways "to the reason the dongle wouldn't seat properly on the system." This was reported outside of a procedure. It was noted that the site was able to use their other imaging system for a clinical case "today." There was no patient involved. There was no reported delay. Additional information was received. It was reported that the system was not able to initialize and therefore was inoperable. The "single wild" not seat into connecting piece, due to it being pushed back into the panel. The inner connection to the dongle was loose, behind the panel.